Manufacturer narrative:
H.6. Investigation: bd ids bdj received actual customer samples and 4 photos from the customer facility for investigation. The customer¿s indicated failure mode of ¿printing¿ with the incident lot was observed. The ink is too thick and was not completely cured. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered prior to use with 103 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x103.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use with 103 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x103.